Event description:
Initially the nurse called to get assistance with the insulin pump. The nurse then stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Further troubleshooting revealed that the customer is legally blind and may not have primed correctly. Found that the customer also uses the infusion sets for more than three days. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.